Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the disinfectant that has expired was used on the patients on the endoscope reprocessor, on the 1st reprocessing of the scope it passed, it was retested again, and it failed. However, the user did not report any contamination or any other serious deterioration in the state of health of any persons. There were no reports of patient harm.